Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't boot up) was confirmed. Download data confirms that the monitor was resetting. The cause for the resets was a defective sd card. Additionally, the monitor reset after delivering a pulse during a pulse test. The root cause for the defective sd card could not be positively identified. The root cause for the pulse test reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor wasn't booting up.